Event description:
It was reported via a maude event report that on (B)(4) 2010, a posterior avaulta mesh was placed to repair a 2nd degree rectocele. The pt had discomfort and pain since placement and have not had a normal day since. The pt changed doctors and is having the posterior mesh removed in 2011. Since having a hysterectomy and skin tag removal surgery in 2007, the pt has experienced pain and discomfort.

Manufacturer narrative:
The lot number was not provided, therefore, the device history record could not be reviewed. The device was not returned. The instructions for use which accompanies each device states in the adverse reactions section: "potentially adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The precautions state: "caution: federal (USA) law restricts this device to sale by or on the order of a physician. Avaulta biosynthetic mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Acceptable surgical practices should be followed for the mgmt of infected or contaminated wounds. The avaulta biosynthetic mesh implantation procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. Excessive tension should be avoided on the avaulta biosynthetic mesh and suture attachment points to account for wound shrinkage during the healing process. (B)(4).